Event description:
It was reported the patient saw the ¿call your doctor¿ icon on the patient programmer. It was noted the programmer turned off and then the internal neurostimulator did. It was reported the patient could not adjust stimulation. It was noted the patient turned on the programmer and ¿it was normal.¿ it was further noted no error code was present on the recharger.

Manufacturer narrative:
Concomitant medical product: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).